Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: a review of the black box showed an 064 alarm followed by a power on reset followed by resumed deliveries. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and the basal history and total daily dose showed the correct units. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump was found to be delivering within the required range, and delivering accurately. No delivery defects were found during delivery accuracy testing. No delivery interruptions occurred during testing. The complaint was unable to be duplicated during investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 412 mg/dl with polydipsia associated with an inaccurate delivery issue. Reportedly, the patient discontinued the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was revealed that the basal history did not match the active basal program. The patient¿s blood glucose readings do not meet animas criteria of a serious injury. This issue is being reported as an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.